Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg)exhibited premature battery depletion due to high right ventricular (rv) lead threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.